Event description:
The customer reports that while performing a root canal procedure with the endoflex k-file it broke and got stuck inside the patient's canal. The dentist took an x-ray and was unable to retrieve the file; therefore the patient was referred to an oral surgeon to have it removed. The broken file was successfully removed. The lot number was not provided because the package which contained the lot number was discarded by the end user.